Event description:
Alarm does not properly sound even with active power. Magnet cord was tested and confirmed the issue.

Manufacturer narrative:
The device was received in with damages to the dust covers in the battery slot, and the broken piece fell inside causing a rattling sound when the unit was shaken. Small indentation, sticky residue, and site sticker observed on the exterior housing. Functional testing found the alarm was not sounding when in use with the pull magnet. Testing of the impedance across the reed switch showed that the switch was faulty. This loss of functionality would result in the alarm failure to alert the caregiver of a patient exit and could contribute to a patient incident. Based on the age of the device, it is likely expected normal wear and tear that contributed to the faulty reed switch. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file number: (B)(4).